Event description:
It was reported that during a lap cholecystectomy, an unformed clip ejected. The unformed clip did not fall into the patient. The clip was fed into the jaws properly. The device was used on the blood vessel. The device did not clamp something hard such as an existing clip. It was unknown which firing of the device this event occurred on. Another device was used to complete the case. There were no adverse consequences to the patient. The device was fired after the event.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition with a clip in the jaws; the clip was removed in order to perform functional testing. A bag with nine malformed clips was returned along with the instrument. Upon cycling the device, it was noted to be empty, locked out and the orange indicator did not show up. The device is designed to lock out when all the clips have been fired. Please note the indicator wheel failure is not related to the reported event. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.